Event description:
It was reported that this right ventricular (rv) lead exhibited noise and a high pacing threshold measurement. In addition, this rv lead appeared to have been pulled back and straightened. This rv lead was surgically abandoned, and a new lead with different model was implanted. No additional adverse patient effects were reported.